Event description:
It was reported that the screws have broke. The 4 hole plate was then replaced with a 6 hole plate.

Manufacturer narrative:
Addititional part # 16-235144, 16-235140, 16-235142. The package insert indicates "nonunion or delayed union that may lead to breakage of the implant", and "bending or fracture of the implant" as possible adverse effects.